Event description:
Attempted to use covidien appose stapler but the device failed to fire. Opened the second device, and the same problem occurred. A stapler from another manufacturer was used to complete the procedure.